Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported hole in hose symptom, attributable to the torn exhaust hose observed during the device inspection. Additional trauma was noted on the inlet hose.

Event description:
It was reported that after a procedure at the user facility, the device was determined to have a hole in the hose which passes air and lubricant. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.